Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that an alert had been received from this patient's remote monitoring system. A review of the device data noted noise which caused inappropriate anti-tachycardia pacing (atp) therapy but no shocks had been delivered. There was no capture during one episode and intermittent capture during another other episode. The patient is not device dependent and was asymptomatic. An x-ray was performed which revealed the lead was fractured. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.